Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue and subsequent procedure delay remains unknown.

Event description:
During an atrial fibrillation ablation (af) procedure, the catheters were consistently drifting while having a wave-like motion which caused a significant delay. Following advancement into the left atrium, the catheter had a wave-like motion to it. The catheter was exchanged and the same issue was noted. Troubleshooting included the disabling magnetics, swapping the tactisys, generator, all cables, and multiple system reboots were performed. A third catheter was used to complete the procedure with no adverse consequences to the patient. The procedure was an af ablation, but only cti ablation was performed.

Event description:
Related manufacturing ref: 3008452825-2021-00370. During an atrial fibrillation ablation (af) procedure, a display issue occurred which caused a significant delay. Following advancement into the left atrium, the catheter had a wave-like motion to it. The catheter was exchanged, and the same issue was noted. Troubleshooting included the disabling magnetics, swapping the tactisys, generator, all cables, and multiple system reboots were performed. A third catheter was used to complete the procedure with no adverse consequences to the patient. The procedure was an af ablation, however, only cti ablation was performed.